Manufacturer narrative:
The customer reported that the navigation ring was not responding at all. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. Per good faith effort (gfe) response, it was confirmed that the issue occurred repeatedly, a setting change screen was entered when the issue occurred, the jumping value did not accept and change therapy without pressing a button, and the ventilator output/delivered therapy did not change without any user input. Additionally, it was also confirmed that the touchscreen allowed the user to change, accept, or cancel the value. The pse verified that the issue was resolved after the front bezel equipped with the navigation ring was replaced-- overall checks were performed, tests were run, and the device was cleaned. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6). Reporter/institution phone (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the navigation ring was not responding. It was reported that there was no patient involvement at the time the issue was discovered. The customer reported that the navigation ring was not responding at all. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported issue. After replacing the front bezel equipped with the navigation ring, performing overall checks, cleaning the device, and running tests, the pse verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.